Event description:
It was reported that when a check of the lead helix was performed before the implant procedure, it was found that the helix did not extend smoothly and it popped out after approximately 20 turns, and retracted in a similar manner after approximately 20 turns. The lead not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.